Event description:
There was no patient involved in this event. The device malfunctioned because the device will not connect to saverevo using the usb cable.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. After installation the pad-pak was removed and re-inserted on (B)(6) 2011. It passes a self test but there are also a further 12 manual events. The first is 4 minutes long and the rest are under 1 minute. The pad-pak was removed and re-inserted again on (B)(6) 2011 when there are 8 more manual events. No fault was found with the returned device. The language in the device had been successfully changed three times by the user. It is considered likely that the user had some difficulties with the pc used with the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.